Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 1110090.

Event description:
It was reported that patient underwent spinal cord stimulation (scs) system explant due to an unknown reason. The explanted device components will not be returned per facility policy. No further information has been obtained.